Manufacturer narrative:
Catheter was found to be completely broken at the proximal end of the thermal filament, 25cm proximal from the tip. The leadwires was pulled away from the welds with thermal filament. The thermoistor lead wires were also completely broken at this location. Thermal filament and the plastic cover showed to be stretched. Part of the catheter body, at the middle of the thermal filament section, appeared to be pinched. An automatic introducer was also returned with catheter. Able to pass the catheter with damaged thermal filament, body through introducer without any difficulty.

Event description:
Catheter broke at the 25 cm area during removal from the patient. Minimum resistance was felt during removal and at the time of the break. Section of dislodged catheter was in cortis and removed with cortis while using hemostats.